Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused 3 ma of excess current draw which depleted the battery. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to a cracked capacitor, designator c8 on the analog pcb assembly. This capacitor, designator c8, being cracked caused a 3 ma excess current draw which depleted the battery.

Event description:
The customer reported a premature battery depletion of their device. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device's analog pcb assembly caused a current draw which depleted the battery.